Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. It was reported that the patient (pt) is not feeling the stimulation when the communicator is connected and the blue light is on. Caller stated that they have to keep reconnecting the handset and communicator to the implanted device to get it to connect. Agent reviewed with the caller that the bluetooth light is not related to the therapy. Pt confirmed they were able to connect to the implant with the mystim rc application. The issue was not resolved through troubleshooting. Pt provided information regarding reprogramming and therapy, but the pt was difficult for the agent to understand. Pt stated their were reprogrammed on the 19th. The patient was redirected to their healthcare provider to further address the issue.